Event description:
It was reported that a review of the battery consumption was requested for this subcutaneous implantable cardioverter defibrillator (s-ICD). Boston scientific technical services (ts) performed a data analysis and noted a premature battery depletion; device replacement was recommended, and a safe replacement interval was provided. The device remains in service. No adverse patient effects were reported.